Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Consumer called stating brush head fell off, spit out the metal pin. No injury was reported.

Event description:
Consumer called stating brush head fell off, spit out the metal pin. No injury was reported.

Manufacturer narrative:
20-jun-2018 product investigation results: reporter returned toothbrush head on 19-jun-2018. Toothbrush head confirmed to be counterfeit.